Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had dispensing of quantity of insulin got cancelled and it changed the quantity in pyxis to zero. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin inventory changed to zero after a cancelled transaction. The technical support specialist (tss) determined that the issue was caused by the user scanning the wrong item. Logs confirmed that the user scanned a medication and, when pulling the next medication, rescanned the first one. Customer replicated the issue to confirm the findings and gave permission for case closure. The system functioned as intended after the technical support specialist resolved the issue.